Manufacturer narrative:
Product event summary: the device was returned and analysis found no anomalies.

Event description:
It was reported that the implantable loop recorder (ilr) became infected. The physician originally thought it was a suture abscess.the patient was placed on antibiotics and checked a week later. The infection was still present so the ilr was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.